Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported intermittent failure of the charge button. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause for the reported issue could not be determined.

Event description:
During a patient event, it was reported that the device charge button was intermittent. The operator had to push the charge button several times to get the device to charge to the selected energy. The device issue was reported to have no adverse impacts on the patient. The patient survived the event and was later discharged from the hospital. There were no further details on the event and/or the patient provided.